Event description:
Consumer reported reuses each needle for at least 4 days and she injects (4x) a day. After using the needle for days, consumer gave herself an injection and when went to pull the needle cut, it broke off in her skin. Needle was surgically removed.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.